Manufacturer narrative:
The company cartridge was not returned for evaluation. The lens was returned pressed into the well area of the lens case. Viscoelastic was dried on the lens. One haptic was broken-gusset area. The lens was cleaned with klrp for further evaluation. The optic has cracked areas angled to the travel path. These are on opposite sides on the anterior surface and may indicate a plunger override occurred. The optic also had two side by side scratches on the posterior surface, also angled to the travel path. The damage went from the edge inward. This damage was similar to damage caused by an instrument used to grasp the lens (forceps). There was also a small, cracked area above the scratches near the edge, which also appeared to be cause by an instrument used to grasp the lens. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Qualified associated products were indicated. A root cause cannot be determined without physical examination of the product. The returned lens was damaged. The lens had cracked area on opposite edged that may indicate a plunger override occurred. These cracks may have been interpreted as scratches. The cracks may indicate plunger override occurred or the lens may have been folded longer that the recommended time frame. Scratches were observed, however; these were angled to the travel path and had the appearance of damage caused by forceps or an instrument used to grasp the lens. This damage may have occurred during the removal. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact alcon. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens scratched in delivery system. The iol was explanted during initial procedure. Additional information has been requested, received and stated surgeon believes it may have been damaged in the company cartridge upon loading.